Event description:
It was reported the pt was no longer receiving stimulation and was unable to charge her ipg. The sjm rep met with the pt and confirmed the issue. The physician believed the pt's ipg was too deep in the pocket. Surgical intervention was undertaken and the physician repositioned the ipg, moving it to a shallower location and the issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.